Manufacturer narrative:
(B)(4). The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access port of an unspecified quantity of clearlink system continu-flo solution sets leaked solution; described as ¿squirting out of the tubing access port closest to the patient¿. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.